Manufacturer narrative:
(B)(4). The chose to discontinue dialysis on (B)(6) 2011. The patient expired on (B)(6) 2011. The nurse stated the cause of death was the result of discontinuing dialysis therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was conducted for potentially associated lot numbers (h10l01127, h10l18022, h11a31125) and no exceptions were observed that were related to the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).

Event description:
During a follow-up call for an unrelated issue, the peritoneal dialysis (pd) nurse reported the patient was in the hospital for peritonitis. The pd nurse was not sure what caused the peritonitis. The rn stated that the hp might be coming off the homechoice. Additional information was received from the pd nurse on (B)(6) 2011. The patient was diagnosed with peritonitis on (B)(6) 2011 and treated in the office with antibiotics. The next day, the patient experienced increased pain and cloudy effluent and went to the hospital where he was admitted. While in the hospital, the pd catheter was removed and it was recommended that the patient begin hemodialysis. The patient did not want to start hemodialysis and chose to discontinue dialysis therapy. There was no exit site or tunnel infection. The pd nurse stated the cause of the peritonitis was unknown. No additional information was provided.